Manufacturer narrative:
Per the investigator, the crack would be seen on inspection, as required before use. But if the user failed to inspect the tray after dropping it and before using it, the crack could be hidden under the pad and, as the crack goes through the material, the tray could break under the weight of a patient. Because a broken tray once led to a patient injury, the chance of recurrence is not considered remote. Based on the results of the investigation, changing this one to reportable.

Event description:
It was reported that the customer has found a crack that has formed on their chest support section assembly near the corner of the plate portion of the assembly. Investigation found the tray was most likely dropped on one corner, causing the material to crack in that area. The crack would be seen on inspection, as required before use. But if the user failed to inspect the tray after dropping it and before using it, the crack could be hidden under the pad and, as the crack goes through the material, the tray could break under the weight of a patient. Because a broken tray was once reported to have contributed to a patient injury, the chance of recurrence is not considered remote and therefore this damage is being reported.